Event description:
The pt was revised because of poly wear and loosening of the cup.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also no possible as the product and lot codes were unavailable. The investigation is unable to draw any conclusions regarding the reportedly loose cup. It would not however, be unreasonable to expect poly material wear after approximately 19 yrs of implantation. The investigation could not verify or identify any evidence of product contribution/error with regard to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.